Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin even when their sensor readings were low. The customer¿s sensor glucose level was 76 mg/dl at the time of the incident. The customer's blood glucose level was 96 mg/dl at the time of the call. The customer used juice to treat the low. Troubleshooting was not completed. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed.(B)(4).

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. B)(4).

Event description:
The customer's weight information has been changed to (B)(6).